Manufacturer narrative:
Eval result: fowler.

Event description:
It was reported by service report that the fowler was drifting slowly and the cylinder was leaking fluid onto the floor. No pt involvement or adverse consequences are reported.